Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the console was not working in autopilot and they could only get the pump to work in operator mode peak trigger". The pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".